Manufacturer narrative:
Manufacturer's investigation conclusion: the log file was submitted as the heartmate ii lvas patient due to lvad driveline issues. The log file contained intermittent pump stops and operation below the low speed limit throughout. The issues occurred on both external battery and mpu operation. The patient¿s driveline had previously been repaired. The patient was given a power module and ungrounded patient cable for use as their ac external power source. A loss of external power was noted to have occur in the submitted log file. A loss of external power event while connected to an mpu was confirmed in the submitted log file. The log file contained approximately 32 days of patient event data. There was one brief loss of external power event ¿ lasting a second. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. The rsoc voltages and operating voltages correspond to a loss of ac power to the mpu. The controller operated on backup battery power due to the event. The patient reported that the loss of external power while on the mpu was due to a loss of ac power at their residence. The customer reported that the patient was switched to the power module with an un-grounded patient cable for their external power; the mpu was not being used by the patient. The mpu was returned and evaluated by technical service. The unit passed functional testing and was returned to the customer. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (doc # 10006962 rev c p. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms; p.197 low battery power alarms; p. 204 mpu alarms). The mobile power unit (mpu) assembly (pn 108285) was made in jun 2019. The unit was packaged (pn 100159807) and placed into stock on jun 18, 2019. The unit was sent to a customer on jun 24, 2019 (per sap order 801 757 0902). The unit had no previous services. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook (doc # 10006962 rev c p.60). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in heartmate ii lvas patient handbook (p.63). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-04771. It was reported that device had low speed advisories and one pump off alarm on (B)(6)2020. The patient was tethered on mpu at the time the low speed advisories / pump stop event occurred. The log displayed transient low voltage alarms on (B)(6) 2020 at 6:35am for 2 seconds while tethered on mpu where the controller was momentarily disconnected from a power source. Additional information states that the mpu does have a v-lock connector on the a/c power cord, it is not known if the power cord came loose at the wall/outlets, but patient reported a power loss at home. The mpu was removed from device and patient was provided with the power module with ungrounded patient cable and it will not be returning.